Event description:
It was reported by the customer, a microbiological culture was performed on the evis exera iii colonovideoscope, the evis exera iii gastrointestinal videoscope, and the colonovideoscope. The scopes did not pass the hygiene test. The scopes were cultured again and only the evis exera iii colonovideoscope passed the second hygiene test. The facility will be retaining the evis exera iii colonovideoscope and returning the evis exera iii gastrointestinal videoscope and the colonovideoscope for evaluation. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. This complaint is related to patient identifiers; (B)(6), evis exera lll colonovideoscope, gif- pcf-h190i, s/n: (B)(4) and (B)(6), colonovideoscope, cf-hq1100di, s/n: (B)(4).

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, a relationship between the subject device and the event could not be identified. The information on reprocessing steps and the results of the culture test by the third-party labs were not provided by the user. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: important information: please read before use: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. This supplemental report includes information added. Olympus will continue to monitor field performance for this device.